Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post left ventricular assist device (lvad) implant interrogation, it was noted that the patient device was programmed to tachy therapy off. No further information obtained from the field with this event. To date, the device remains in service. No adverse patient effects were reported.